Manufacturer narrative:
(B)(4).

Event description:
It was reported "2 lumen PICC inserted in ICU. Peel-apart sheath split and tore leaving some of the sheath inside the patients' vessel." This resulted in "operative management required (B)(6) 2025 . Left basilic vein cutdown and removal of foreign body." The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The peel-away sheath was torn completely down the extrusion and only the proximal portion of the sheath with the tabs were pictured. The separated distal ends were not pictured. The customer also returned one peel-away sheath and the dilator for analysis. Signs of use in the form of biological material were observed on the sheath. The separated distal ends of the sheath extrusion were not returned. Visual inspection revealed that the peel-away sheath tore completely down the extrusion before the distal ends separated. The tabs and portions of the extrusions remained intact. Microscopic examination confirmed the sheath extrusion tore down the blue tear line and was tapered at the point of separation. The sheath body lengths from the tabs to the distal tip measured 1 3/4" and 1 9/16", which is not within the specification limits of 3 7/8"-4 1/8" per the peel-away product drawing. Therefore, at least 2 1/8" and 2 5/16" of the sheath extrusion were separated at the distal end. The sheath outer diameter could not be accurately measured as the sheath had torn completely down the extrusion. Functional inspection could not be accurately performed due to the condition of the returned sample. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage." The report that a peel-away did not tear correctly was confirmed through investigation of the returned sample. Visual analysis revealed that the sheath was completely torn down the blue score lines; however, the distal ends of the extrusions on each side were separated. Based on the customer report and the sample received, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "2 lumen PICC inserted in ICU. Peel-apart sheath split and tore leaving some of the sheath inside the patients' vessel." This resulted in "operative management required (B)(6) 2025. Left basilic vein cutdown and removal of foreign body." The patient's current condition is reported as "unknown".